Manufacturer narrative:
Reported event: an event regarding rebushing involving a patient specific, distal femoral replacement, circlip was reported. The event was not confirmed method & results: device evaluation and results: not performed as product was not returned a review of the provided x-rays by a clinical consultant indicated: the implant in situ was for distal femoral replacement, which was inserted on (B)(6) 2009. The surgeon reported failure of the bushes. The images provided show the femoral component is in line with the tibial component, and all the components in the knee are in place. Usually, wear of the bushes is hard to detect from imaging, therefore, the radiographic review cannot confirm the clinical report. However, considering 12 years of implant in situ, the wear of the bushes is very possible. Device history review: review of the product history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the lot referenced. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, pathology reports, progress notes, and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened. Product surveillance will continue to monitor for trends.

Event description:
A patient specific prescription form was received for the patient's right distal femur with reason for revision noting: "failure of bushes." Update 14jun21: review of emails confirm full rebushing.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
A patient specific prescription form was received for the patient's right distal femur with reason for revision noting: "failure of bushes." Update 14 jun 2021: review of emails confirm full rebushing.